Event description:
Our rep is reporting that during a knee procedure, a portion of the distal tip of a 7mm offset femoral aimer broke off into the pt's joint space. The fragment was easily retrieved, and the procedure was concluded successfully without further issue or harm to the pt. Device was discarded by user facility.

Manufacturer narrative:
Nothing is being returned for evaluation, discarded by user facility. No lot has been identified, which precludes conducting a batch record review to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. There were no pt consequences. We cannot discern anything from this. At this point in time, no corrective or further action is warranted. However, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.